Event description:
Admitting diagnoses: abnormal behavior. Date/time of death: (B)(6) 2007, 7:15pm. Cause of death: me case pending. Root cause analysis: in progress. Reported to (B)(6). Length of time in restraints/seclusion: 6:28 pm - 7:15 pm. Circumstances surrounding the death: arrived to the emergency room via ems with (B)(6) in handcuffs. Pt allegedly combative on the subway, uncooperative. (B)(6).